Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of death, as the patient was undergoing rrt when he expired. The pdrn stated the decision was made to transition the patient to hospice care (transition date not provided), and the patient expired as a result. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient¿s primary cause of death was cachexia, secondary to atherosclerotic heart disease and congestive heart failure. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, hospice care is considered medical intervention, with the expectation being the patient will expire as a result. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 23/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2024. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home on (B)(6) 2024 while undergoing ccpd therapy. Although the specifics are largely unknown, the patient was under hospice care and his death was expected. The patient reportedly began his last treatment on (B)(6) 2024 (10:24 pm) and was disconnected on (B)(6) 2024 (7:58 am). Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient¿s primary cause of death was failure to thrive (cachexia), secondary to atherosclerotic heart disease and congestive heart failure. As of (B)(6) 2024, the liberty select cycler has not been returned to the manufacturer, however there was no indication a fresenius device(s) and/or product(s) malfunction or deficiency occurred.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 23/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2024. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home on (B)(6) 2024 while undergoing ccpd therapy. Although the specifics are largely unknown, the patient was under hospice care and his death was expected. The patient reportedly began his last treatment on (B)(6) 2024 (10:24 pm) and was disconnected on (B)(6) 2024 (7:58 am). Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient¿s primary cause of death was failure to thrive (cachexia), secondary to atherosclerotic heart disease and congestive heart failure. As of (B)(6) 2024, the liberty select cycler has not been returned to the manufacturer, however there was no indication a fresenius device(s) and/or product(s) malfunction or deficiency occurred.